Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary recover storage space icon would not disappear after the failed drawer was fixed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) remoted into the station and found no failed drawer icons displayed in the application. The fse confirmed with the customer that all drawers were working properly and that no failed drawer messages were present in the application. The system functioned as intended after the field service engineer verified the device.